Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pocket revision procedure for a decubitis, the leads were stuck in the header of the device. The set screws were confirmed to be moving appropriately. After multiple unsuccessful troubleshooting attempts, the physician elected to leave the system implanted as the lead measurements were stable. It was indicated the patient will be monitored appropriately. No adverse patient effects were reported.